Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump was beat up and was running very slow. No additional information was provided related to the complaint. Animas attempted to follow up with the reporter regarding the issue but was unsuccessful at this time. There was no indication of an adverse event associated with this complaint. This complaint is reported based on the allegation that the pump was running very slow.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.